Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that blood glucose (bg) was ranging from approximately 250-350 mg/dl and a bolus via the pump was delivered. The customer thought that air was present in the tubing; however, had not confirmed if a "gap of air" was present. The customer resumed insulin delivery. During troubleshooting with tandem technical support, the customer primed the tubing with no issue and resumed pump therapy. Bg at the time of report was 177 mg/dl.